Event description:
Patient implant of a 28-16-140bl bifurcated device, a 28-28-75l proximal extension and a 20-20-55l limb extension. There was an intraoperative proximal type I endoleak that was resolved with a palmaz stent. It was noted that at the end of the procedure, there was still a type ii endoleak that is to be monitored.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Endoleak is a known risk of the procedure. No conclusion can be drawn at this time.